Event description:
It was reported that pump experienced repeated malfunction alarms, including malfunction code 12, without any notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer chose to continue using pump and planned to use alternate insulin method if needed, while technical support arranged shipment of replacement pump.